Event description:
No further event information at time of this report.

Manufacturer narrative:
D10: medical product: femoral component option size f right: catalog#00596401652, lot#60930943; fluted stem mobile tibial component size 7: catalog#00594607001, lot#60847063; prc flu tib 10mm blk sz7: catalog#00599800727, lot#76946900; 15mm diameter 30mm length straight stem extension combined length 75mm: catalog#00598801215, lot#60922525. Additional information has prompted a review of the previously reported investigation results. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; b7; d10; g3; h2; h6; h11. D10: medical product: unknown nexgen stem; unknown nexgen femur; unknown nexgen tibia; unknown nexgen augment; unknown bone cement. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was further reported that the native patella was also resurfaced during the revision of the articular surface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Primary operative notes were provided and show no intraoperative complications. Revision operative notes state that patient was admitted for instability and a broken inlay peg was identified. Reported event was confirmed by review of provided medical records. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately seventeen (17) years post-implantation, the patient presented with instability in the joint. A fracture of the articular surface was detected. The inlay was removed and replaced without complication. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: germany. It has been indicated that the product is not available for evaluation as it has been returned to the patient. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.